Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The d8 field was corrected has it was inadvertently left blank on the initial report submission. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, water invaded the scope connector during user handling causing the electrical components to be damaged and the error message e315 was displayed. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection. The workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning: using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the, the evis lucera elite colonovideoscope was displaying error code e315 during set up for an unknown procedure. The procedure was completed with another scope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. During initial inspection image checks the error code e315 was evident on the monitor. It was discovered, the light cover glasses was chipped, the distal end adhesive was lifted, the scope connector had water ingress , the up/down angle was not to specification, the up/down angle had play evident, the electrical safety test was not to specification. The plug body was disassembled, fluid ingress was evident throughout the plug body, triggering the pink moisture indicators and causing corrosion quality trend analysis has shown that fluid inside the plug body can result in intermittent image issues temporarily affecting the video image and other electrical functionality. The most likely cause of the fluid ingress is during the manual leak check or cleaning process and is therefore typically attributed to user handling the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.